Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the air/water nozzle / channel with air and water and a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be inspected and prevented by following the below instructions for use: inspection method is described in the operation manual gif-ez1500 chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-ez1500 chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.